Event description:
Its was reported that the patient faced infection at insertion site on (B)(6) 2026 and was treated with antibiotics.

Manufacturer narrative:
Name- abbvie inc street-1 north waukegan road city- north chicago state- il zip code- 60064. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.